Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported tip separation appears to be related to circumstances of the procedure. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. Maude report mw#5083120.

Event description:
It was reported that the procedure was to treat a lesion in anterior tibial artery. The whisper guide wire was advanced without resistance, but when the guide wire was pulled back for exchange the tip broke off. A stent was used to jail the separated tip against the vessel wall in healthy tissue. The lesion was treated after the guide wire tip placement successfully. There was good flow at the end of the procedure. No additional information was provided. A maude report was received which states: during procedure in the cath lab the tip of the whisper wire broke off in patient.